Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Device was confirmed for vibration alarm failure during preliminary investigation. No adverse event reported. Requested device for evaluation.